Event description:
Used for right heart procedure attaching stopcock with 20 in extension set and worked good. However, once stopcock was removed and rotating adapter control syringe was attached used for the left heart procedure it was drawing air.

Manufacturer narrative:
It was reported that used for right heart procedure attaching stopcock with 20 in extension set and worked good. However, once stopcock was removed and rotating adapter control syringe was attached used for the left heart procedure it was drawing air. There were no reports of death, serious injury, medical intervention, or follow up care.